Manufacturer narrative:
(B)(4). The information provided with initial report was incomplete. The complete information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized three times related to blood glucose issues. On (B)(6) 2020 the customer required the assistance of emergency medical services and was subsequently hospitalized for a low blood glucose of 17 mg/dl. The customer was hospitalized two more times after this due to high blood glucose values. The customer stated his blood glucose values were over 800 mg/dl and 1100 mg/dl. The customer was treated with an intravenous insulin drip. Troubleshooting was provided for the high blood glucose. The customer's cannula was bent. The customer was wearing the insulin pump within 48 hours of the reported events. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized three times due to high blood glucose and low blood glucose on an unknown date. The customer's current blood glucose was 1100 mg/dl and 17 mg/dl. The customer did not experience any symptoms such as a result of high and low blood glucose. The customer was treated with manual injection for high blood glucose and with food for low blood glucose. Troubleshooting was done for high and low blood glucose. Customer had been using the insulin pump within 48 hours of reported for high and low blood glucose. Customer stated auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.